Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Without the requested clinical information, operative report, radiographs, or the device we are unable to confirm the reported complaint nor determine a root cause of the reported failure. It was reported the procedure completed using an absorbable synthetic suture called vicryl. Since it was reported there was no damage caused and the patient's health is stable. The impact to patient beyond that which has already been reported cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. Should additional relevant medical information be provided, this complaint will be re-assessed. A visual inspection of the returned device found that it was not returned in its original packaging. The anchor is attached to the distal tip of the device, and the sutures are still in the anchor. The sutures have been released from the handheld device. The threads of the anchor are deformed and there is debris throughout. The suture threads are frayed and tied into knots. The handle and shaft of the device do not show signs of physical damage. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that the twinfix ultra 2 ubraid and ndls 5.5mm titanium failed during implantation. At the moment of impacting it a few times the anchor entered the patient's bone. However, the area was so strong that when it was screwed in, the anchor handle began to collapse, deformed. This procedure could be completed using an absorbable synthetic suture called vicryl. Patient's health is stable. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.